Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). The 2.5x15mm apex monorail balloon was used to predilate the target lesion and during the first inflation the balloon ruptured at 16atms. The balloon was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.